Event description:
It was reported that pump was unable to be re-calibrated. There was no patient harm reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician replaced air-in-line, due to 242.4030 error. And dim segment u4 on display board. The failures leading to motor stall (error code 242.4030) was confirmed, and replicated during testing. Review of the pump module error logs confirmed, motor stall error code 242.4030.0 was present in the logs. Internal inspection confirmed, damaged optical sensor in air-in-line sensor assembly. Replacement of the air-in-line assembly. And subsequent, functional testing the pump module functioned properly, without further alarms or issue. Based on the findings, service determined, that the reported issue was, due to air-in-line kit electrical failure. Device history review: a review of the device history record showed, the device had a manufacture date of 03jul2018. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
It was reported, that pump was unable to be re-calibrated. There was no patient harm reported.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Customer confirmed there was no patient involvement.

Event description:
It was reported that pump was unable to be re-calibrated. Customer confirmed no patient involvement.